Event description:
It was reported that the patient experienced "weakness." It was further reported that the patient had undergone "speech therapy" for three weeks prior to report. The speech therapy was stated to involve use of "an electric stimulator" to the patient's throat. It was reported that the patient "felt severely weak" during the therapy. It was additionally reported that the weakness was "exacerbated during therapy and then lingered." It was further noted that the patient felt "terrible" at the time of report. The patient's implantable neurostimulator was noted to have remained on after the therapies. It was additionally noted that the patient normally responded "quickly" to her device being turned on or off. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported the hcp had the patient's husband verify that the dbs stimulators did not turn off with the use of the speech therapy stimulator. The patient did not require hospitalization and there was no patient injury. It was noted that the hcp never heard back from the patient as to whether the stimulators were turned off by the speech therapy stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v004231, implanted: (B)(6) 2006. Product type: lead: product ID 3387-40, lot# v003448, implanted: (B)(6) 2006. Product type: lead. (B)(4).